Manufacturer narrative:
(B)(4). The customer reported that the device locks up/freezes during op check. The device was evaluated at philips and the symptom was verified. The processor pca was replaced and the software was reloaded to resolve the issue.

Event description:
The customer reported that the device locks up/freezes during op check.